Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the internal flow verification test (positive flow: measured vt) due to contaminated parts. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. The aecm proportional valve, the 3-way solenoid valve, and machine flow sensor were replaced due to contamination. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The particulate filter and inlet filter required replacement. Additional components were found contaminated and yellowed and required replacement, including: the blower bellows seal, blower mount, fan retainer, muffler assembly, tubing system pca, tubing blower chassis, tubing fio2, and tubing. The warning label was also replaced. The customer complaint was confirmed. Following service, the unit passed all testing.